Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. Brand name, expiration date, and operator of device are unknown. No product information has been provided to date.

Event description:
It was reported that the patient went to the clinic and the nurse noticed the cassette does not have bubbles and with proper flick on the bubbles controller, there are still bubbles in the line. No patient injury was reported.